Event description:
It was reported that the device showed cassette error, even when cassette was not installed on unit. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. It was found that the air detector was detached and the downstream occlusion (dso) seal was delaminated. Both the air detector and dso seal was replaced.